Event description:
The customer reported that the sys locked up. There was a black screen and the keyboard froze. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep informed the customer that if it reoccurs, repair the database and replace the hard drive.